Event description:
The pt was a female with an asd (atrial septal defect) balloon sized to 14mm. The pt had a deficient anterior superior rim. Following implant, the right superior aspect of the device was separated from the septum, protruding into the area of svc (superior vena cava) flow. The left disc was opposed well to the septum with no shunt evident, so it was decided to leave the device in place. The device was observed for 10 mins post release with no change in position, so the procedure was finished. Approx 4-5 hrs later, the follow up tte (transthoracic echocardiography) revealed a change. According to the physician, "it appeared that the device slightly rotated and the flow from the svc had pushed the right disc down, causing it to lie on and impinge upon the tricuspid valve. The decision was made to perform a separate procedure to retrieve the device through percutaneous methods using a loop snare." The helex device was successfully snared intact and a competitor device was implanted.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.